Manufacturer narrative:
No product was returned. We are unable to confirm the reported complaint. Lot number was not provided. Unknown manufacturing date. If the product is returned, smiths medical will reopen this complaint for further investigation.

Event description:
It was reported that cadd medication cassette reservoirs, no disposable clamp tubing alarm. No patient injury reported.